Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the nontemplate aligner arch aligners. The doctor states the patient's tongue was scaling and rough. Once the patient stopped wearing the aligners there was improvement. Patient was advised to stop treatment immediately.

Manufacturer narrative:
DHR we reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# (B)(6), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the second shift by bag-and-box operation on (B)(6) 2025, in manufacturing supercell sc0, equipment bag-15. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this (B)(4). · raw material: part-501019 / lot# 265985 / qty. Received = (B)(4) rolls, inspection date: (B)(6) 2025. The material was found acceptable for use in the suresmile product's manufacture. Failure mode - allergic reaction. Root cause - no defect. Conclusion code - no failure found.